Manufacturer narrative:
The patient was treated with negative pressure wound therapy during (B)(6) 2015 time period. It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c therapy should be discontinued.

Event description:
On (B)(6) 2015, the following information was reported to kci by the physician at the 28th (B)(6): a patient underwent closure of the "muscle layer of peritoneum" and the subcutaneous portion was left open. On post operative day 7, an infection was observed in the wound, and v.a.c. Therapy was "interrupted." On post operative day 15, v.a.c. Therapy was re-applied. On post operative day 30, due to expiration of insurance period, the patient was switched to alternate therapy. The wound was subsequently closed successfully. Dates not provided. On (B)(6) 2015, the following information was reported to kci: "cultivation survey was conducted by emergence of pus," and v.a.c. Therapy was interrupted due to the alleged infection. The wound was treated with an ointment after being washed. The infection was "soothed" and the v.a.c. Therapy was resumed. V.a.c. Therapy was replaced with an alternate therapy due to insurance expiration, and the wound was subsequently closed. Dates not provided. On apr 21 2015, the device was tested per quality control (qc) procedure by kci japan field service, and the unit passed the qc checks and met specifications. On aug 06 2015, the device was tested per quality control (qc) procedure by kci japan service center, and the unit passed the qc checks and met specifications. There was no fault found with the device.